Event description:
The account stated the head section is not going up on the bed.

Manufacturer narrative:
The technician isolated the issue to a faulty head up valve. He replaced the valve to repair the bed.